Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the insulin pump alarmed unexpected restart and a button error. Customer¿s blood glucose was 20.0 mmol/l at the time of incident. Customer's parent stated that the insulin pump had a recurring unexpected restart alarm after battery changes. Customer's parent also reported to have received a button error alarm. No troubleshooting was performed. Insulin pump is being replaced and is not expected to return for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on esc and act button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test and unexpected restart error test. No unexpected restart alarm and other alarms noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.